Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurate high compared to her feelings and/or normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests four times a day and manages her diabetes with humalog insulin (four times on a sliding scale based on her blood glucose result with the subject meter before her meals) and 33 units of lantus insulin in the evening. The patient confirmed that the alleged issue began on (B)(6) 2010 at approximately 6pm. The patient corrected and clarified she felt dizzy, weak and felt like passing out several minutes prior to the alleged issue. At an unknown time before the start of her symptoms, the patient stated she obtained a "normal" blood glucose result with the subject meter, and proceeded with her usual diabetes regimen. At the time if the alleged issue, the patient reportedly obtained a blood glucose result in the "500's" with the subject meter. Several minutes later the patient stated she retested her blood glucose with her neighbor's meter, however, the patient does not recall the result. The patient indicated she tested a second time with the subject meter and obtained a blood glucose result in the "540's". The patient managed her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged high reading. Following the reported issue, the patient stated she showered (with the assistance from her daughter) before contacting the emergency medical services (ems). While showering, the patient clarified she continued to feel weak and could barely stand up. The patient recalled testing with the ems's meter (result not known) and receiving treatment (type unknown) by the healthcare professional (hcp), to elevate her blood glucose. The patient was transported to the emergency room (ER) where she later obtained a blood glucose result of "48 mg/dl" with the ER/hospital meter and subsequently was administered IV glucose by an hcp. The patient stated she was released from the hospital the following morning and clarified that there were no changes made to her diabetes regimen following the alleged issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. The csr also noted that the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention from a health care professional after the alleged issue began.